Event description:
(B)(6) decided to use jetstream off label for instent restenosis of occluded viabahn in total length of sfa over a spartacore 300 wire. After 7 minutes of runtime with proper technique, the device lost aspiration after several troubleshooting techniques. A second device was opened to clean up the distal part of the sfa successfully. There was also some distal embolization to the tpt trunk possibly from loss of aspiration. Resolved with use of manual aspiration catheter and good result in the end. Device not saved but one replacement device needs to be sent to customer as replacement since 2 devices used. Replacement to cath lab: attention (B)(4). Update (B)(6) 2013: this male patient has had several interventions for pvd on the same leg due to severe pvd and continual smoking. The physician is not sure if the jetstream device cause the distal embolization or if advancing filter did so not sure. He did experience clogging up of the device after 7 minutes or so of runtime due to the burden of intimal hyperplasia and fibrotic disease in the stent. Ultimately patient is fine and good result considering the challenging nature of this patient's anatomy.

Manufacturer narrative:
Event consists of jetstream device failure possibly resulting in a distal embolization during a jetstream procedure. The patient is a male of unknown age. The patient has a medical history of several previous interventions on the same leg due to peripheral vascular disease (pvd) which includes stent placement and is a continual smoker. The patient presented with an in-stent restenosis of an occluded viabahn endoprosthesis (gore) in total length of a superficial femoral artery (sfa). The physician decided to use a jetstream navitus atherectomy catheter through a 7fr 45 cm introducer over a spartacore 0.014", 300 cm guidewire, (abbott vascular) to treat the in-stent restenosis. Note: treatment of in-stent restenosis is considered off-label for the jetstream atherectomy system. The physician ran the navitus device over 7 minutes when the device started to clog up and malfunctioned leading to a loss of aspiration after several troubleshooting techniques. The physician used a second jetstream navitus device to successfully clean up the distal part of the sfa. There was also some distal embolization to the tibial-peroneal trunk (tpt) possibly from the loss of aspiration on the navitus device. The physician used a manual aspiration catheter to remove the distal embolization with good results. The physician stated he was not sure if the distal embolization was caused by the jetstream device failure or the advancement of a filter during the procedure. The physician also stated the patient is fine and the case had good results considering the challenging nature of the patient's anatomy. This event is reportable since the patient required intervention consisting of manual aspiration to treat the distal embolization and the association between the jetstream navitus device and the noted event cannot be conclusively ruled out.